Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the compressor power controller printed circuit board (pcb) and power distribution pcb defective. The se replaced the compressor power controller pcb and power distribution pcb and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.